Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, dizziness, and lightheadedness. The implantable pulse generator (ipg) exhibited suspected abnormal device function. The ipg remains in use. No further patient complications have been reported as a result of this event.